Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident it was determined that the refrigerator was failed. A field service engineer verified the issue and confirmed that the door was difficult to close checked the configuration and the hasp and found that the customer was using a long bin in the refrigerator that was hitting the door when closed had the customer replace the bin with a shorter one and the door then opened and closed easily verified that the door closed smoothly and completely. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed to open and unable to recover, which located on dstxldupx1. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.